Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while boating. Customer was able to dismiss alarm and resume insulin delivery. There was no impact to the customer's blood glucose level.